Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that with use, five bd luer-lok¿ syringe with precisionglide¿ detachable needles were found broken as a crack was found in the barrel. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: sample evaluation: one packaged and four opened packaged 3ml syringes received at bd canaan, confirmed to be from batch # 7212714 (p/n 309578). The samples were visually evaluated. All samples have damage at about 1 1/4 ml. Damage goes through barrel side wall and appears to cause crack in the wall of the barrels. DHR review for batch 7212714 (p/n 309578): manufacturing dates: 08/07/2017 to 08/08/2017. Batch quantity was 705,600. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212714 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Confirmed: bd was able to confirm the customer¿s indicated failure. Investigation conclusion: based on the severity and occurrence a root cause is not necessary. Add¿l information: lot # provided: 7212714, medical device expiration date: 07-31-2022, device manufacture date: 08/12/2017.